Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient switched from battery power to the power base unit (pbu), the patient saw an orange spark come from the black power lead of the system controller. The patient also felt a "little shock" to his finger. The patient denied the possibility of either the system controller power lead or the pbu cable being wet at the time of the event. The patient also reported that there were no alarms present on the display module; however, the power lead disconnected alarm occurred appropriately. No further alarms occurred after the event. The patient pump speed was at 10,200 rpms and there were no changes in flow, power, or pulsatility index (pi). The patient brought the system controller to the hospital and the vad coordinator inspected it. The vad coordinator noted that the strain relief around the black power lead was broken off; however, no wires were exposed. The vad coordinator exchanged the system controller with the patient's backup system controller. The patient was stable and no finger injury was noted.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. During our visual examination of the system controller, we noted that the controller was in worn condition and appeared to have been exposed to excessive handling. There were numerous chips in the paint on the housing of the system controller that was consistent with the controller being dropped, and the strain relief closest to the controller housing on the black power lead was broken. The system controller was tested on a mock loop and test pump and when the black power lead was maneuvered, the system voltage dropped to approximately 8 volts, and the lead became hot at the area of the broken strain relief. During further evaluation, the outer grey insulation was removed at the damaged area, and the clear conductor (+12 volt) was found severed and appeared to have been shorting to the shield, consistent with the reported event. The system controller covers were then removed and the internal printed circuit boards were visually inspected, and no notable defects were observed. The reported event was confirmed and due to the +12 volt wire being severed and shorting to the shield. The broken strain relief is currently being addressed through the manufacturer's design change system. No further information is available. The manufacturer is closing its file on this event.